Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref 2182269-2017-00080, 3005334138-2017-00085. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. While creating the geometry and collecting voltage points of the left ventricle, a pericardial effusion was noted on the right ventricular apex via a transesophageal probe that was present throughout the case. A pericardiocentesis was performed and a pericardial drain was left in for the duration of the procedure. There were no performance issues with any abbott device.